Event description:
It was reported by service report that the right side locking spindle would not latch and the top rail was broken. It is unknown if there was patient involvement or if there are adverse consequences to report.